Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened with a valve partially deployed. The capsule appeared intact with no evidence of damage and no pieces of calcium were found. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a partial detachment to the distal end of the inner member shaft. Conclusion: difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the sinotubular junction (stj) was very calcified. The intraprocedural fluoroscopic images provided show evidence of calcification in the stj. The subject dcs was returned for analysis. The capsule appeared intact with no evidence of damage and no pieces of calcium were found. There was a partial detachment to the distal end of the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with no stylet in place to support the shaft, as was observed in this case. It was also noted that the dcs was not returned in a return kit which could have allowed the dcs to receive damage during shipping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two intra procedural fluoroscopic images were provided for review. It is known that the patient had a very calcified sinotubular junction. It was reported that the first delivery catheter system was not able to advance past the sinotubular junction. Furthermore, the system was withdrawn, and a stiffer guidewire was used. The intraprocedural fluoroscopic images provided show evidence of calcification in the sinotubular junction. The guidewire seen appears to be a possible non-medtronic (lunderquist) wire, which seemingly facilitated crossing the aortic valve with the delivery catheter. No further images were provided. Patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with very calcified sinotubular junction (stj), the delivery catheter system (dcs) was unable to advance through. The team was not able to advance the dcs past the stj, therefore the team elected to withdraw the system and use a stiffer guidewire that would allow the stj to be crossed.upon removal of the system from the body, a piece of calcium was visible within the dcs. It appeared that by attempting to advance the dcs through the stj, a piece of calcium dislodged and had become trapped in the capsule and nosecone of the dcs. The system waswithdrawn and the valve was re-loaded. As a result, the procedure time was extended by approximately 45 minutes. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.